Event description:
The user reported the device alarmed as intended when the device was in use on a pt and displayed upstream occlusion. The pt was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that a an action was required to maintain appropriate infusion as programmed.